Manufacturer narrative:
A patient experienced ineffective therapy after a fall was reported to abbott. It was determined that two leads had migrated and two leads had high impedances. As a result, all 4 leads were explanted and replaced to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2021-12752, 1627487-2021-12753, 1627487-2021-12754. It was reported that the patient suffered from a fall. Afterwards, the patient noticed ineffective therapy. System investigation determined that two leads had migrated and two leads had high impedances. In turn, the patient underwent surgical intervention wherein all 4 leads were explanted and replaced to address the issue. Note: since it is not known which device contributed to which issue, this lead is being treated as one of the two leads with high impedances.